Event description:
It was reported that during remote follow-up, patient presented with noise on their implantable cardiac monitor (icm). The patient came to the clinic for the device check and it was noted that the problem was due to a contact issue. The patient was in stable condition and will continue to be monitored.